Event description:
Through journal article ¿outcomes of implant removal and capsulectomy for breast implant illness in 248 patients¿ reported a retrospective review of the demographics, presenting symptoms, outcomes, capsular histology, and culture results of all women who presented to the senior author with symptoms attributed to bii and underwent breast implant removal with capsulectomy. Implant "rupture" occurred in 20 patients on the right side, 18 patients on the left side. 14 patients had positive cultures. 130 patients exhibited baker ii and 95 patients exhibited baker iii/IV capsular contracture. Self-reported events of generalized pain in 163 patients and "fear of harmful consequences." Self-reported events of "breast implant illness" symptoms including fatigue in 133 patients, cognitive "fogginess," migraines, headaches, anxiety, vision changes, dyspnea, hair loss, weight gain, back pain, thyroid disease, rashes, gi issues, depression, and food intolerance; these events are not device-related. Additional self-reported events of fibromyalgia, sjogren's syndrome, raynaud's syndrome, scleroderma, chronic inflammatory response syndrome (cirs), lupus; these events are not device-related. All devices have been explanted. Affected sides left and right. This report captures patients with textured saline implants.

Manufacturer narrative:
Corrected data: medwatch attachment.

Manufacturer narrative:
Article citation: katsnelson, jacob y., et. Al "outcomes of implant removal and capsulectomy for breast implant illness in 248 patients." Prs global open. 2021; 1-8. (B)(4). The reported events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: breast implant removal with capsulectomy, capsular contracture, baker grades I-IV, infection, "rupture", generalized pain, anxiety,systemic symptoms that patients ascribed to breast implants as breast implant illness (bii).

Event description:
Through journal article ¿outcomes of implant removal and capsulectomy for breast implant illness in 248 patients¿ reported a retrospective review of the demographics, presenting symptoms, outcomes, capsular histology, and culture results of all women who presented to the senior author with symptoms attributed to bii and underwent breast implant removal with capsulectomy. Implant "rupture" occurred in 20 patients on the right side, 18 patients on the left side. 14 patients had positive cultures. 130 patients exhibited baker ii and 95 patients exhibited baker iii/IV capsular contracture. Self-reported events of generalized pain in 163 patients and "fear of harmful consequences." Self-reported events of "breast implant illness" symptoms including fatigue in 133 patients, cognitive "fogginess," migraines, headaches, anxiety, vision changes, dyspnea, hair loss, weight gain, back pain, thyroid disease, rashes, gi issues, depression, and food intolerance; these events are not device-related. Additional self-reported events of fibromyalgia, sjogren's syndrome, raynaud's syndrome, scleroderma, chronic inflammatory response syndrome (cirs), lupus; these events are not device-related. All devices have been explanted. Affected sides left and right. This report captures patients with textured saline implants.